Event description:
It was reported that liquid/medicines were spilled in to the ventilator. There was no patient involvement. Manufacture's ref:#: (B)(4).

Manufacturer narrative:
No service was requested. User facility performed investigation and found presence of liquid/medicines spilled into the safety valve, expiratory channel printed circuit board (pcb), pressure transducer pcb, control pcb, plug-and-play back-plane pcb, main back-plane pcb and pneumatic back-plane pcb. The conclusion is that the pressure transducer pcb was defective and replaced. After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The provided pictures confirmed the reported liquid/medicines ingress into the pcbs. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction.